Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274vrc, implantable cardioverter defibrillator, (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device battery longevity is "coming down quickly". The right ventricular (rv) lead is experiencing high thresholds. The lead and device remain in use. No patient complications have been reported as a result of this event.